Event description:
Instrument failure: patient was unstable and the center screw of the baseplate broke.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2024-00444; 508-32-204, s801 - device cracked/broke, s814 - stability, poor joint, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.